Event description:
It was reported that the patient's leads had migrated and therefore, the patient was unable to get an MRI for an unrelated health issue. As a result, surgical intervention took place on (B)(6) 2024, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.